Manufacturer narrative:
The product was returned for analysis. The iol (intraocular lens) was returned wrapped in plastic cling wrap film in a zip lock bag along with a plastic sample tube. No device returned. One haptic is cut/broken torn and not returned, the remaining haptic is intact. A significant amount of solution is dried on both surfaces of the optic and one haptic. Iol cleaned. There are small marks/fractures on the posterior and anterior of the optic, these are most likely from a forceps, the marks start at one of the optic edges and run across the centre of the iol, stopping just past the centre. The reported blue not observed. Iol sent for further evaluation. The origin of the reported complaint cannot be confirmed from the returned product. Optical performance and image quality testing determined the iol met specification. Complaints have been received describing that lenses were reported by doctors for the presence of a polychromatic sheen visible. The cause of sheen or film-like appearance is a result of a change in the positioning of the iol during the manufacturing process and is not associated with any foreign material or contamination. The observation has been reported clinically and confirmed in laboratory settings to rapidly disappear following implantation and should no longer be visible, or very little remaining, by the one-day postoperative visit. The appearance is a result of a temporary change in the surface of the iol that occurs during the delivery process which is only visible under certain orientations and illumination settings. This quickly resolves once the iol is delivered and exposed to intraocular temperature over time. There are no adverse impacts or lasting effects on the iol or the patient, and no adverse events or clinical impact on vision have been reported associated with this finding. No reports of impact to visual function in any of the complaints reported. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that one week after surgery distance visual acuity was about 0.3 and intermediate visual acuity was about 1.0 and the patient had a deviation of power. Additionally lens coating was also affected. Additional information was received and it states that the lens was explanted in the secondary implant procedure. Additional information was received and it states that after implantation of lens during the intraocular lens (iol) implantation procedure, the iol looked blue immediately. It was currently unknown whether these findings were disappeared or continuing. There have been no reported health problems or harm to the patient. There are 224 medical device reports associated with this event. This is 116 of 224.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).